Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic tenderness") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspepsia ("digestive disorders") and myalgia ("muscle pain"). In 2016, the patient experienced device intolerance ("poor tolerance to essure"). The patient was treated with surgery (both implants were removed.). Essure was removed. At the time of the report, the pelvic pain, dyspepsia, myalgia and device intolerance outcome was unknown. The reporter provided no causality assessment for device intolerance, dyspepsia, myalgia and pelvic pain with essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic tenderness") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspepsia ("digestive disorders") and myalgia ("muscle pain"). In (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced device intolerance ("poor tolerance to essure"). The patient was treated with surgery (total bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspepsia, myalgia and device intolerance outcome was unknown. The reporter provided no causality assessment for device intolerance, dyspepsia, myalgia and pelvic pain with essure. Most recent follow-up information incorporated above includes: on 24-dec-2018: removal of essure was performed on (B)(6) 2017 via total bilateral salpingectomy with resection of interstitial portion. Course was good since removal of essure. Lot number is not available. Patient's initial, date of birth were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.